Manufacturer narrative:
Aso evaluated unused returned samples of the same lot number as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests. Aso has received one similar complaint on the same type of product on the year 2016. Aso will continue to monitor the complaint database for possible trends.

Event description:
Consumer reported that he got a burn on her skin from the bandage.